Manufacturer narrative:
The technician replaced the brake/steer torque tube to repair the bed.

Event description:
Information received indicates when the brake/steer pedal is placed into the brake position from the right side of the bed, the brake/steer pedal on left side is not going down all the way. All of the casters would lock except for left head caster.